Event description:
Needle driver tip broke and exposed the wire. No patient harm. This needle holder has 10 lives and it was on the last of the lives. Manufacturer response for davinci xi needleholder, (brand not provided) (per site reporter) they will be doing an investigation on this reported product failure.